Event description:
It was initially reported on (B)(6) 2012 that the patient's implantable neurostimulator (ins) was loose in the pocket, which made it difficult to use the patient programmer. The patient programmer was unable to communicate with the ins with or without the antenna attached. A revision surgery was scheduled for (B)(6) 2012 to move the ins from the hip to the abdomen of the patient. The next day, the patient reported that she had received a replacement patient programmer but still only had intermittent communication with the ins. The patient noted that the programmer used to be able to communicate through her jeans, but now she had to press the programmer against the skin so hard she was sore. The patient noted that the ins was loose in the pocket because she had recently lost 7 lbs and now weighed (B)(6). There were no falls or trauma related to the ins becoming loose. The ins revision surgery was rescheduled to (B)(6) 2012. On (B)(6) 2012, a company representative reported that the patient was having surgery to move the ins from the buttock to the abdomen because it was "bugging" the patient and causing sensitivity and a burning sensation when recharging. On (B)(6) 2012, the patient reported, she had received assistance from her doctor and company representatives and her concerns were resolved. It was noted that the patient was able to work twice a week for 5.5 hours at a time and could not be happier with the device and therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Product typ lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Product typ lead product ID 37743, serial# (B)(4). Product typ programmer, patient. (B)(4). Electrical analysis of the patient programmer, model 37743, serial# (B)(4), showed that pins 4 and 5 on the antenna jack were open. The faceplate was also scratched. The antenna jack and faceplate were replaced.